Event description:
It was reported that the right ventricular lead exhibited high thresholds post implant. The lead was repositioned on (B)(6) 2015. Later that day, the lead continued to exhibit high thresholds. The lead was explanted and replaced on (B)(6) 2015. The patient experienced no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.